Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 105 was confirmed through review of the event history log, but was unable to be reproduced. This condition was determined to have been caused by a seized motor. The motor assembly was replaced.

Event description:
It was reported that a spectrum pump had system error 105 occur during testing. There was no patient involvement.